Manufacturer narrative:
The ge service representative conducted an onsite investigation. The interconnect cable was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed an interlock failure error message. No patient injury was reported.